Event description:
The pt experienced a distrubance in right peripheral vision. Pt was on coumadin and prothrombin time was up to 32 with international normalized ratio of 3.1. Neurological consult felt it was "embolic in nature" and no other treatment was given. On 20 april 1999, the pt experienced a two minute episode of "bright light" in one eye and saw an internist the next day. International normalized ratio was 3.7. Pt had no residual from this event and it was reported pt would have carotid ultrasounds done in the near future. The internist told the pt it was a "mini-stroke" and no further testing was done. Baby aspirin was started.

Event description:
In 1999, dr implanted a 25mm aortic st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 25as-601). A triple coronary artery bypass was also performed. This pt was part of the artificial valve endocarditis reduction trial (avert) and had a history of hypertension, cardiomyopathy, myocardial infarction, and pulmonary hypertension. Four days later, the pt experienced a disturbance in right peripheral vision. According to the info received, the pt's prothrombin time was 32 and inr was 3.1. Neurological consult indicated the disturbance was "probably embolic" in nature and no further treatment was necessary at that time. The pt was also being followed by an opthamologist and was reported to be "doing well" except for a lower extremity wound infection. In 1999, the pt experienced a two minute episode of "bright light" in one eye. Inr was 3.7. It was reported there were no residual effects and the pt was started on baby aspirin. The valve remains implanted and no additional info was received.